Manufacturer narrative:
Additional narrative: this device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device revolutions per minute were below specifiaiton. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out vanes from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device had revolutions per minute that were below specification. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.